Event description:
It was reported to philips that, while moving a patient weighing 160kg from the patient bed to the philips system, the philips table moved, resulting in the patient falling. We are conservatively reporting this event as a serious injury, as we are currently working on gathering more information regarding potential harm. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the incident occurred at the beginning of a neurovascular stent placement procedure for the treatment of idiopathic intracranial hypertension. The customer reported that the procedure was delayed due to the patient fall and the evaluation of the table. During this time, the patient remained hospitalized and clinically stable, with no reported deterioration. The procedure was successfully completed approximately 48 hours later. A philips field service engineer (fse) performed an onsite inspection and was unable to reproduce or confirm the reported issue. The table was found to be operating as designed, and log file review confirmed that table height movement was enabled at the time of the event. Although no system malfunction was identified, philips noted the possibility that the geometry module may have been inadvertently activated¿either by a user leaning over the console while positioning the patient, or due to interference from a non philips mattress protruding onto the module¿both of which the customer acknowledged as plausible. As a precautionary measure, the fse proactively replaced the geometry control module and the table lateral brake assembly. Both components were returned for further analysis, and no failures were identified for either part. The system was tested and returned to clinical use in good working condition. The codes were updated based on the investigation outcome.